Event description:
Pt's generator site was badly infected and there was an abscess around generator site. Further follow-up with treating vascular surgeon revealed that the infection present at both the pulse generator/pocket and bipolar lead/cervical areas. The infection was treated with antibiotics and explant of both the pulse generator and entire bipolar lead, including electrodes. The infection has reportedly resolved. Re-implant is not scheduled at this time.